Manufacturer narrative:
The reported issue (it was reported that doctor placed the drain in the patient during carotid surgery. Upon removal of the drain, a 2-1/2 portion broke off in the patient. A sterile clamp and ultrasound machine was used to remove the piece. The patient is stable) was confirmed, as a manufacturing related issue. During visual evaluation, it was noted that the flat drain was disconnected from the clear tube. The flat drain and clear tube were not molded correctly; which occurred during the flat drain molding process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿precautions: 1. Avoid suturing through the drains to minimize the possibility of breakage. 2. Drains should lie flat and in line with the skin exit path. 3. Particular care should be taken to avoid any obstacles to the drain exit path. 4. Drains should be checked for free motion during closure to minimize the possibility of breakage during/after removal. 5. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: drain breakage may require surgical removal." (B)(4).

Event description:
It was reported that doctor placed the drain in the patient during carotid surgery. Upon removal of the drain, a 2-1/2 portion broke off in the patient. A sterile clamp and ultrasound machine was used to remove the piece. The patient was stable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that doctor placed the drain in the patient during carotid surgery. Upon removal of the drain, a 2-1/2 portion broke off in the patient. A sterile clamp and ultrasound machine was used to remove the piece. The patient was stable.